Event description:
The distributor reported "during laparoscopic cholecystectomy, the tip of the fenestrated jaw broke off and dropped into the abdominal cavity". The broken tip could not be retrieved from the pt and the surgical procedure was completed. A few hours later, the pt underwent re-operation to remove broken tip via laparoscopic surgery. The instrument was received along with the broken jaw and sent to the manufacturer for evaluation.